Event description:
This letter is to inform you of this adverse event as the suspect device stryker simplex hv with gentamicin, cat. No. 61951001, lot no. 844ba936fz is not manufactured or imported by depuy synthes joint reconstruction. Clinical adverse event received for crepitus right knee. Event is not serious ao and is considered mild. Event is possibly related to device and is definitely not related to procedure. Original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).